Event description:
It was reported that a seroma formed along the catheter track. The patient fell and fluid pooled at the spinal incision. The physician believed the fluid was cerebral spinal fluid (csf) and planned to repair a tear in the dura. However, once the incision was opened it was discovered that the spinal portion had disconnected from the pump segment. The physician trimmed 2 centimeters off the catheter and reattached. The patient was reported alive without injury and did "fine" post-operative. This device system delivered lioresal.

Manufacturer narrative:
Product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).